Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer site. The cse inspected the advia centaur xp instrument and checked the power of the facility's plug and found no voltage. The cse checked the circuit breaker and determined that it tripped. The cse bypassed the plug and uninterruptible power supply (ups) and powered the system on. The cse verified the voltages and determined that the instrument was normal. The cse reconnected the power to the ups and observed burning and crackling from the bottom of the unit. The cse found the ups clogged with dust and debris and replaced the malfunctioned ups. The cse powered up system to direct power. Replacing the ups resolved the issue. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A burning electrical smell and smoke was emitted from an advia centaur xp instrument while a sample was tested for (B)(6) confirmatory testing. Then, the instrument shut down automatically. The operator indicated that she, then, unplugged the uninterruptible power supply (ups) from the wall outlet. There were no reports of adverse health consequences due to the smoke or electrical burning smell emitted from the instrument. There were no reports of injury to staff, damage to property, or delay in testing patient samples.